Event description:
Catheter was advanced into mid-lad lesion and inflated to 4 atm for 1 minute: to 5 atm for 1 minute, and to 7 atm for 1.5 minutes. Balloon burst at 8 atm at 4th inflation (MDR # 00013). First balloon was replaced with referenced 3.0 catheter. Unit was inflated to 6/atm for 3 minutes and ruptured at 8 atm after 20 seconds (MDR #00014). Balloon was removed, and physician proceeded with rotablator. Rotablator was removed and replaced with a 2nd balloon. Catheter was placed in lesion and inflated to 8 atm for 3 minutes, 6 atm for 25 seconds, inflated to a 8atm and ruptured. The catheter was removed and a stent was successfully deployed. No pt problems were recorded. But the dr reported the lesion was calcified. Three co's catheters were used in the same lesion in this procedure and 3500a malfunction reports have been filed on them.